Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states lift will not roll properly. Provider states only one caster is not working properly.